Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of post paced t wave over-sensing. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.